Event description:
The reporter indicated that the patient's device was programmed to ddd lrl 70 ppm during the last clinic appointment. During an inquiry on 4/9/99, the patient's device was found to be in the vvi mode at 85 ppm and the eri (elective replacement indicator) screen was displayed. The patient stated that her device was not reprogrammed at any other clinic.